Manufacturer narrative:
As reported, the optifix straight fastener stuck in the user's finger. The precaution section of instructions-for-use (IFU) supplied with the device states, ¿counterpressure should be applied on the target area. Avoid placing hand/finger directly over the area where fastener is being deployed to prevent injury." Based on the information available and instructions provided in the IFU, it was determined that the reported event is the result of the user placing a placing hand/finger directly over the area where fastener was being deployed. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during abdominal wall hernia repair, when tacking the mesh and abdominal wall with optifix straight fixation device, the fastener stuck in the finger that was applying counter pressure from the body surface. There was no reported patient injury.